Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding noise in the heartstart mrx capacitor. The report indicated that the device was in use at the time of the event, and there were no reported instances of patient harm. The reported issue with the heartstart mrx was evaluated by a field service engineer (fse), and it was determined that the problem was caused by an inefficient capacitor. The resolution involved recommending the customer to replace it due to low capacitance, with a plan to request replacement once new capacitors were available. Based on the available information and conducted testing, it was confirmed that the reported issue was caused by an inefficient capacitor in the heartstart mrx device. The resolution for the reported issue involved recommending that the customer replace the capacitor due to its low capacitance, but no immediate action was taken as the current capacitor was still functioning. The investigation concludes that no further action is required at this time, and the complaint file will be reopened if additional information is received.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib exhibited noise in the capacitor. There was no reported patient impact or injury.